Event description:
It was reported that the low energy shock impedances were varying. The impedances were between 90 to 130 ohms since 2023. Technical services advised it is most likely that the electrode and/or the pulse generator are in adipose tissue. The doctor elected to perform a defibrillation threshold testing (dft) procedure. The dft procedure went successfully. The electrode remains implanted. There were no more additional adverse patient effects.